Manufacturer narrative:
Additional information: d4: expiration date(update the null value to n/a), h4, h6(update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed several transparent particles inside the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nineteen (19) 1000ml intravia containers had intrinsic particulates in the bags. This was observed during inspection. There was no patient involvement. No additional information is available.